Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient and healthcare professional reported a right-side rupture and lump. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6 device evaluation: visual analysis of the returned device identified: weight to the spec and wear abrasion. Voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Patient and healthcare professional reported a right-side rupture and lump. Device has been explanted.